Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse replaced the aspirate probe rinse blocks and ran multi-diluent check, which passed. The cse ran quality control (qc), which was within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the customer repeats all patient samples greater than 0.15 ng/ml. The sample was repeated on the same instrument and on an alternate advia centaur xp instrument, resulting lower. The corrected result obtained on an alternate advia centaur xp instrument was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.